Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is not functioning properly. During troubleshooting with tandem technical support, it was confirmed that the pump turns on only if the wake button is pressed with extreme force. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.